Event description:
A light head came loose from the spring arm. The surgeon supported the main light head from falling completely. Part of the light head may have struck the pt. A CT scan was conducted and no injuries were reported. The sleeve that holds in the light head fixation key appears to have been improperly installed.

Manufacturer narrative:
Conclusion after evaluation: event was caused by misassembly of a sleeve. Trumpf medizin systeme (B)(4) is inserting an additional not to service and installation manuals to emphasize the proper assembly of fixation key and sleeve. All users with installed iled3-lights that have received service or have been installed in the last (B)(6) weeks will receive letters describing a visual inspection procedure. They can visually check if their lights are assembled properly. Action will be provided by importer (B)(4).